Event description:
International affiliate reports that during a vertebroplasty of t9, cement was injected into the vertebral body and as the surgeon tried to remove the needle, breakage occurred at the junction between the needle and its handle. A mole wrench was used in trying to remove the needle which snapped further down in the vertebral body. As a result, the surgeon had to create a larger incision in order to removed the rest of the needle. Surgery was extended by fifteen to twenty minutes. As intervention was required in order to remove the broken needle portion, a medwatch report is being filed to document this event.

Manufacturer narrative:
Depuy spine has requested return of the confidence needle for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned device found the devices cannula had broken away from the handle and was returned in two sections with dried cement within the tubing. The broken sections were flattened and twisted, the damage having occurred during removal from bone. Review of the device history record found no discrepancies. No conclusions can be made. However, the damage is indicative of the application of atypical force and possibly side forces during removal. Additionally, it is possible that cement used in the procedure had started to set up. Surgical cements are sensitive to temperature and humidity conditions during handling and from storage prior to usage. Also, if the quantity of liquid is not fully mixed with the quantity of powder, the setting time could be reduced. At this time, the complaint is considered to be closed.